Manufacturer narrative:
A photograph was provided in which the reported defect can be observed. Preliminary investigation: although the reported failure modes could not be replicated in the manufacturing process, based on interviews to the personnel of the line and with the help of the triage team, the issues reported can be associated to the mixing process. The root cause investigation (rci) tw#1207796 was generated in which the causes and actions identified are directly related with the problems reported by the customers. The following causes were identified as probable causes / opportunities during the investigation process: method ¿ not clear instructions to handle the reclaim in the different recollection points. ¿as an opportunity, contamination from materials from the cleaning process was identified, related to a contamination of the mass in case there is residues from the cleaning process. Measurement ¿mixer 315 (wc#(B)(4).) Does not have a standard method to measure the stablish cycle time for each process step. ¿as an opportunity for improvement, to increase the reliability of the material loading process, a more robust process was developed for mixers 250, 315 and 450. Manpower ¿cleaning monthly frequency not being follow as establish for mixer 315. ¿understanding of the procedure. Easy to follow instructions use for personnel training could be develop for this technically complex area. Environment ¿carts and trays for mass storage are not properly storage evidencing, cross contamination during the storage time. These causes were addressed through the CAPA plan tw#(B)(4). And are directly related to the issues reported by the customer in this ncr. See below each action implemented: method ¿the process for the handling of reclaim from the different manufacturing lines will be develop. Completed on 29/jan/2021. See tw#(B)(4). ¿cleaning schedule will be modified to require the verification to guarantee the mixer is completely empty after the cleaning process in mixer 215, 350 and 450. Completed on 20/oct/2020. See tw#1325788. ¿manufacturing records will be modified to require the verification that the mixer has no presence of cleaning material before the start of production in the mr for mixer 215, 350 and 450. Completed on (B)(6) 2020. See tw# 1325789. Measurement ¿a calibrated timer was handed to mixer 315. Completed on 10/oct/2019. See tw#1207796. Environment ¿a protection will be implemented for mass storage carts to prevent cross contamination. Completed on(B)(6) /2021. See tw#(B)(4).. Based on this, no additional actions are required. These failure modes will keep monitored for track and trend. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 5 of 15. Correction: contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the moldable skin barrier crumbled and broke. It was not possible to mold the stoma hole. The product was not used. A photograph depicting the issue was received from the end user.